Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00028 on 27-jan-2021. Additional information (09-feb-2021): the siemens headquarter support center (hsc) investigator reviewed the information provided and confirmed the cse replaced the photometer lamp, and the atellica ch 930 analyzer was operational. Siemens determined the potential cause of discordant carbon dioxide, concentrated (co2_c), and creatinine_2 (crea_2) results was due to a malfunction of the photometer lamp. The analyzer is operational, and no further evaluation of the device was required. Section h6 (investigation conclusions) is updated with a new code.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that quality controls (qc) were in range during testing. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse identified led lamp errors and replaced the halogen lamp. The cse verified the performance of the analyzer and noted it was fully operational. Siemens performed a follow-up, and the customer noted that qc and sample testing were in range. Siemens is investigating the event.

Event description:
The customer obtained a discordant carbon dioxide, concentrated (co2_c), and creatinine_2 (crea_2) result on an atellica ch 930 analyzer. The customer did not report the results to the physician(s). The customer used the same sample tubes to perform repeat testing on an alternate atellica ch 930 analyzer and noted that repeat results matched the patient's history. There are no reports of patient intervention or adverse health consequences due to the discordant co2_c and the crea_2 results.